Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 97,064 joules. Also, it was reported that the case was completed with this fiber. The device was not returned for eval.

Event description:
The facility representative contacted baxter to report an intermate that had a leak. A breach in the sterile fluid path occurred. The event occurred before patient use. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation results: the device has been received and evaluated by baxter. The reported condition was confirmed. The assignable cause was insufficient bonding at the winged luer cap. A batch review has been performed. All release criteria have been met for the production of this lot. A trend review has been performed, and baxter has received similar reports.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.